Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. Without receiving the defective product to evaluate, a root cause cannot be determined. Although a root cause could not be determined, a possible contributing factor could be if lateral force was paced on the device during insertion, either physical or mechanical. If this did occur, the lateral pressure can lead to dielectric breakdown in the tip, causing the center conductor of the semi-rigid cable to fail and the ceramic tip to detach. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the user with the solero applicators contains the following statement; "the solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint #: (B)(4).

Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2018: we used a 14 cm solero mw probe for a percutaneous mw ablation of the liver. After testing the probe dr. Guevara placed the probe inside the patient. After several attempts and getting a high reflective error the ir removed the mw solero probe. We then noticed that the probe tip had broken off inside the patient. It was determined by the treating physician t not remove the fractured off tip from the patient. The ir then opened up another 14 cm solero probe and finished the procedure. The patient was reported as stable post procedure. It was reported the disposable device is not available for return to the manufacturer for a device evaluation.